Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced symptoms described as "pain and infection at the sensor site" and had contact with an hcp who prescribed antibiotics for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification.   The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor.   Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality.   Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section h4 (device mfg date) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6) to (B)(6) . All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced symptoms described as "pain and infection at the sensor site" and had contact with an hcp who prescribed antibiotics for treatment. There was no report of death or permanent impairment associated with this event.